Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: an analysis of the returned device did confirm the reported device issue. Tissue caught under the foot could have prevented the foot from being fully retracted into the guide when closing the lever as detected. The probable cause for the reported failure to retract the foot, which directly resulted in difficult device removal is related to the operational context during use. Reportedly, a femoral angiogram was not performed prior to closure and the physician was untrained in the use of the proglide device, which are both inconsistent with the proglide instructions for use. A review of the lot history record for the reported lot revealed no non-conformances related to the reported event. A query of the complaint-handling database found no indication of a product deficiency.

Event description:
It was reported that arteriotomy closure of the left common femoral artery (lcfa) was attempted using a proglide device after an interventional procedure. Reportedly, the device was advanced over an unspecified 0.035" guidewire and intra-arterial position was confirmed. The device was slightly withdrawn until arterial blood stopped and advanced again slightly, so it was just beyond the arterior wall. The foot was deployed then the needles were deployed capturing the suture. The suture was cut and the lever was returned to its original position to park the foot; however, attempting to remove the device from the anatomy it was clear that the foot did not park completely and the device had to be forcibly withdrawn from the anatomy. Hemostasis was achieved using an 8fr non-abbott device. There was no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. A femoral angiogram was not taken, however, no calcification was felt in the lcfa. The physician is reportedly not trained in the use of the proglide device; however, there is a physician trained in the use of the proglide device at the hospital. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information. Device (B)(4): femoral angiogram was not performed. Per the instructions for use; warnings - perform a femoral angiogram to verify the location of the puncture site. Also, the physician was not trained in the use of the proglide device. Per the instructions for use; caution - this device should only be used by physicians (or other healthcare professionals authorized by or under the direction of such physicians) who are trained in diagnostic and therapeutic catheterization procedures and (B)(4) have trained by an authorized representative of abbott vascular.